Manufacturer narrative:
Manufacturer narrative: iop elevation from baseline, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, with elevated intraocular pressure, there was mention of risk of angle closure. Intraoperatively the lens was removed. At a later date a replacement lens of shorter length was implanted and the problem was resolved. The cause of the event was reported as a patient related factor.